Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 541 mg/dl after receiving a false low alert from the cgm. The user replaced the sensor and remained connected to the device, allowing insulin delivery to bring glucose back into range. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.